Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that post-implant, a drop in r-wave amplitude was observed. Lead dislodgement was discovered. The patient was stable prior to, during and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.